Event description:
A report was received that a patient had a pocket revision due to pocket discomfort. The physician chose to replace the existing ipg as the patient reports difficulties charging. The patient was implanted with a new ipg and is reportedly doing well.

Event description:
A report was received that a patient had a pocket revision due to pocket discomfort. The physician chose to replace the existing ipg as the patient reports difficulties charging. The patient was implanted with a new ipg and is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.